Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p device may have caused or contributed to the reported event. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent repair of a incisional hernia. A bard/davol composix l/p hernia mesh was implanted in the patient during this repair. (B)(6) 2017: the patient underwent surgery. During the surgery the physician noted, ¿a disruption of the mesh tissue interface and there is herniation there¿ and ¿the midline aspect of the defect was all mesh¿. The patient continues to experience complications related to the composix l/p. The patient will likely require additional surgeries to repair the damage from the bard/davol product. The bard/ davol composix l/p implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.